Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they received emergency medical services on (B)(6) 2019 with a blood glucose of 98 mg/dl. Ems remained with the customer until their blood glucose increased to 140 mg/dl. The customer was treated with orange juice prior to ems arrival. The customer was unresponsive as a symptom of their hypoglycemia. Troubleshooting was not completed for the low blood glucose. However, troubleshooting occurred due to a crack on the top of the battery compartment. The customer did not know how the damage occurred. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.